Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor smooth round moderate profile, serial number: (B)(4), catalog: 3501670. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Significant deformity indicated on the left implant post procedure, suggesting possible deflation on the breast prosthesis and capsular contracture baker grade IV. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on (B)(6) 2018: the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 450cc saline prostheses on (B)(6) 2018. Date of event: (B)(6) 2017. Date of explant:(B)(6) 2018. Date of implant: (B)(6) 2010. Date was reported as 2010 but defaulted to (B)(6) 2010. Mentor is aware the manufacture date of the device is (B)(6) 2010. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 5/15/2018, mentor received additional information: the patient underwent breast augmentation revision. A "slimy, thick fluid" in the left side was noted during bilateral breast prostheses replacement. Culture of the fluid were taken and a sample was sent to cytology. A portion of the posterior capsule was removed and sent for pathology. No complications noted during procedure. (B)(4).

Manufacturer narrative:
On 6/27/2019, the following has been added as per clinician's review: (B)(4). Additional information was received that significantly changed the event description: it was reported that a (B)(6) year old female patient who underwent breast augmentation revision in 2010 with a mentor smooth round moderate profile 425cc saline prosthesis presented with some change in the shape and size to the left breast. The patient had increased tenderness and discomfort over a course of weeks in (B)(6) 2018. On exam, she was noted to have a break of the left breast saline implant that was in subglandular position and saw in her skin signs of erosion in lower pole. No wound had developed but the skin was much thinner. The patient was diagnosed with baker grade IV capsular contracture. The patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 450cc saline prostheses on (B)(6) 2018. Upon entry into the capsule, the presence of slimy thick fluid was noted, and a culture was taken and sent to cytology. A portion of the capsule was also sent to pathology. The deflated implant was removed. Cytology results were not provided. Device evaluation summary: it was reported that a (B)(6) year old female patient who underwent breast augmentation revision in 2010 with a mentor smooth round moderate profile 425cc saline prosthesis presented with some change in the shape and size to the left breast. The patient had increased tenderness and discomfort over a course of weeks in (B)(6) 2018. On exam, she was noted to have a break of the left breast saline implant that was in subglandular position and saw in her skin signs of erosion in lower pole. No wound had developed but the skin was much thinner. The patient was diagnosed with baker grade IV capsular contracture. The patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 450cc saline prostheses on (B)(6) 2018. Upon entry into the capsule, the presence of slimy thick fluid was noted, and a culture was taken and sent to cytology. A portion of the capsule was also sent to pathology. The deflated implant was removed. Cytology results were not provided. The device was received at mentor without fluid. Brown material was observed within the device. The product evaluation team observed multiple creases on the anterior aspect and posterior aspect. Leak test was performed, in according with mentor procedure, and revealed a rent within a crease on the anterior aspect, measuring approximately 0.4 cm. No other anomalies were discovered. Deflation complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5999818 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this time, it is not possible to determine the origin of the brown material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. A complaint of capsular contracture in the breast was reported. The device was reportedly damaged ¿surgeon cut to remove capsule¿ during explant surgery. The device was disposed of and not returned for examination. With the information provided, the product evaluation team concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Seroma was also reported. Excessive postoperative accumulation and/or transient re-accumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision in 2010 with a mentor smooth round moderate profile 425cc saline prosthesis presented with some change in the shape and size to the left breast. The patient had increased tenderness and discomfort over a course of weeks in (B)(6) 2018. On exam, she was noted to have a break of the left breast saline implant that was in subglandular position and saw in her skin signs of erosion in lower pole. No wound had developed but the skin was much thinner. The patient was diagnosed with baker grade IV capsular contracture. The patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 450cc saline prostheses on (B)(6) 2018. Upon entry into the capsule, the presence of slimy thick fluid was noted, and a culture was taken and sent to cytology. A portion of the capsule was also sent to pathology. The deflated implant was removed. Cytology results were not provided.